Event description:
Additional information was received. It was reported that the patient was continuing to have the dose reduced in anticipation of an explant. At the time of report, there was no date scheduled for the surgery. Additionally, the reporter was unaware of any culture results. Nine days later, it was reported that the pump and catheter were removed due to skin erosion at the pump pocket. The patient was reportedly doing well on oral antispasmodics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an area of redness over the pump incision that was suspected to be an infection. It was also indicated that the patient had a fever. The plan was to wean down the intrathecal baclofen dose to prevent severe withdrawal and then explant the pump and catheter. However, following the first dose decrease, the patient had a seizure. It was stated that it may have been the setting in of a cold, though it was unclear if it was related to the device. At the time of report, there was no patient injury. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).